Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the clinical sales rep (csr) informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the surgeon noticed a white substance coming from the vessel sealer extend instrument in the middle of the case. The tse noted that it was most likely krytox used in the manufacturing process. The tse advised to stop using the instrument. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the csr informed that the white substance was coming from the wrist of the vessel sealer, that it kept coming out of the instrument. The foreign substance was coming down the instrument, it was noted immediately, and only a minimal amount entered in the patient. The surgeon was able to suction it out. There was no impact to the patient. The instrument was inspected prior to use.

Manufacturer narrative:
Based on the claim against the product by the customer noting a white substance from instrument falling into the patient, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer discontinued use of the vessel sealer instrument and used an unspecified backup instrument. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Return material authorization (RMA) for failure analysis investigation was advised, however the product has not been received. A follow-up MDR will be submitted if additional information becomes available.